Manufacturer narrative:
Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of previous driveline infection is covered on medwatch MFR report # 2916596-2016-01941. (B)(4). Approximate age of device: 1 year and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with complaints of tenderness to the driveline exit site. The patient was afebrile with no outward signs of infection. It was reported that the patient was on chronic lifetime antibiotic treatment for a previously reported driveline infection. A wound culture of the driveline exit site was taken and a CT scan of the abdomen and chest were performed, however; the results were pending. Additional information was requested, but not provided.